Event description:
The facility reported a colleague infusion pump with a battery issue, which was identified during bio-medical testing. This condition was confirmed during product evaluation as a depleted battery alarm and was discovered to have interrupted delivery based on review of the device event history. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation as a depleted battery alarm. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device was previously serviced for the reported condition.